Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found 46 similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the thumbscrew was overtightened, causing it to break. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the handpiece assembly, one of the thumbscrews broke. This was prior to surgery and no patient was involved.